Event description:
Patient called back in stating they met with mdt rep yesterday, and the rep is insistent that a replacement battery pack will solve patients charging and therapy issue. Patient is becoming escalated as this is the 5th call in, and the issue is not resolved. Agent explained they will try to see if the battery pack resolves the charging issue, but agent set expectations for patient that this most likely will not resolve their therapy turning off on its own. Patient was redirected to hcp to further address the issue. Additional information was received from the patient (pt). They reported that they have not contacted their hcp who manages their device. The cause of the stimulation turning off on it's own was unknown. Pt noted they were still evaluating the cause of the issue, and the charge was running daily.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp lot# serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type recharger product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745bp, serial# (B)(6). Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they will be meeting with the patient on (B)(6) 2024.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the implant wasn't getting a full charge and the issue began a couple months ago. Implant would stop charging at 90% and the controller would be drained or empty. No damages on the recharger, controller charging port, battery, and battery compartment. Patient plugged the recharger and controller was at 100% and implant was at 40%. Patient then got the recharge the controller message. Sent email to repair to replace the recharger. The patient reported the stimulation would turn off without them asking it to and the issue began a couple months ago. Reviewed information and redirected patient to their hcp to address the issue. Pt called back on 2024-apr-24 saying they got the replacement recharger, but was wondering if they sent back the wrong recharger as it was not working. Patient provided serial number of replacement recharger. Reviewed patient was using correct equipment and asked patient to elaborate on what they meant by "not working". Patient then said they were able to charge their implant full, but this morning when they woke up, the controller said stim was off and implant battery was not empty. Reviewed replacement equipment seemed to be working to charge and resolved the issue in this case. The patient said stimulation still turned off on it's own this morning. Reviewed controller general information and redirected to doctor to further address stim turning off on it's own and check implant/settings in person. Patient called in on (B)(6) 2024 stating they just met with the manufacturer representative and rep redirected patient to call in for a battery replacement. Patient repeated that they are still having issues charging their implant. The issue was not resolved. An email was sent to repair to replace the controller. Patient repeated that they are still having issues with their stimulation turning off on its own. Patient was told to monitor the issue. Patient called in on 2024-may-08 stating they received their replacement controller and recharger, but they are still having issues charging their implant. Patient stated that by the end of the day, their implant battery will be depleted. Explained this may be normal due to the patients program settings. Patient became slightly escalated, and asked why this issue wo uld only be starting a month ago when they have had their implant since 2018. Patient did confirm they were seen for re-programming with the rep around the time the issue began. Patient then stated they charged their implant overnight, and it only incremented to 30%, and they had to charge it to 100% in the morning. Patient stated they went to sleep with their stimulation on, and when they woke up the stimulation was turned off. Patient confirmed the implant did not deplete over night, as they charged their implant overnight, and their implant was charged to 30%. Patient became escalated and stated that they want a replacement battery, as the previous equipment replacements did not resolve the issue. Explained that this issue is not linked to external equipment, and redirected to hcp. Patient became escalated and disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they met with the patient on (B)(6) 2024 and after connecting to their stimulator they were able to review the diaries which showed stim usage at 75%. After talking with the patient (pt), the rep believes there are a couple of reasons the stimulator was off. Number one they were not on a recharging schedule and would let the battery go dead and did not realize they needed to turn it back on after charging. Number two, they were using the menu button and going into MRI mode and not coming out of MRI mode. The third issue, they did not realize the white button at the top ofthe programmer turned stimulation off. The rep then followed up with the patient on 6/24 and reported that they had no further issues as of now and the issue was resolved. The patient's weight was unknown at the time.